Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were 90 ohms, but rose to 132 ohms. At this time, the rv lead and ICD remain in service. The patient is being monitored. No adverse patient effects were reported.